Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4: batch # 660c92. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for removal. To safely release the device from the newly formed anastomosis, turn the adjusting knob counter-clockwise for two complete revolutions. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 660c92, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection operation in lv, after the circular suture had been used correctly, the instrumentalist was not able to extract the device.after several attempts, we were able to remove it above suture rhyme, but on the proximal stump, there was a laceration. The damage has been repaired, and the necessary post-operative checks have been carried out.

Manufacturer narrative:
(B)(4). Date sent 1/2/2024 d4 batch # 660c92 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide more details for "the necessary post-operative checks have been carried out"? Urgent intra op endoscopi check 2. Was there a change in the procedure? If yes, please explain. A hole is found above the suture rhyme and they suture the solution with detached stitches. 3. Could you please clarify if there were any patient consequences? No 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024.